Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer nursing director requested device (pu-621ra s/n: (B)(6) to be sent to nka for repairs. Cns was shutdown. A loaner was provided to customer to facilitate the repair process. The alleged defective device was never sent to nka. On (B)(6) 2019, customer responded to the latest request and stated that the loaner will be sent back to nka. The alleged defective device was switched off by the hospital staff, rather than a device malfunction. Service requested: repairs. Service performed: none. Investigation result: device was put into service on 4/8/2018. Service history for this device shows this is an isolated incident. Service history for this user facility shows no related incidents. Investigation conclusion: the root cause of the issue was due to hospital staff switching the cns off. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
It was reported that the central nurse's station (cns) spontaneously shut down during use. No consequence or impact to the patients was reported.

Manufacturer narrative:
It was reported that the central nurse's station (cns) spontaneously shut down during use. No consequence or impact to the patients was reported. The customer stated that the nurse was monitoring patients and then the screen suddenly went black. Nihon kohden tech services had the customer check if the cns tower in question had any green lights indicating it was on. The customer indicated that there were no lights. Nihon kohden tech services then had the customer turn on the cns and the green lights turn on at cns tower, but the screen remained black. Verified that all connections were securely plugged in between the monitor screen and the back of the cns tower. The customer has decided to send in the defective unit for repair and requested for a loaner cns. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
It was reported that the central nurse's station (cns) spontaneously shut down during use. No consequence or impact to the patients was reported.